Event description:
Three attempts to fit a cervical collar to a pt immediately following closure of cervical surgery failed. Units were measured, and although labelled as "extra large" were actually "medium." Physician is of the opinion that surgical outcome was acutely endangered due to lack of immediate immobilization.